Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procodes: nkb, kwq, kwp, osh, mni d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on 25-december-2021 an unknown surgery for vertebral fracture was performed. L1-l3 and l4-s2 fusion was performed due to injury. After the initial surgery, a removal surgery was performed on (B)(6) 2024 because of the correction loss found on l1-l3. L1-l3 fusion was removed. During the removal surgery, it was found that the screw in question (l1 left) broke at the base. The screw was left in place and the surgery was completed, as the surgeon determined that there was no problem with leaving the broken end inside the body. No further information is available. This report is for an expedium spine system si polyaxial screw 5.5 x 7 x 45mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4 device history: a review of the receiving inspection (ri) for si polyaxl screw 7 x 45mm, was conducted identifying that lot number 287664 was released in one batch. Batch1: lot qty of (B)(4) units were released on 22 feb 2021 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 26 jan 2021 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 12 feb 2021 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.